Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. The mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that the off-label use contributed to the event. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient underwent a mitraclip procedure to treat grade 4+ tricuspid regurgitation (tr). Three clips were implanted, with the third clip implanted on the septal and anterior leaflets. Leaflet assessment was performed and the grasp appeared good. The tr was reduced to grade 1-2. Final echocardiogram was performed and it was noted that the third clip detached from the anterior leaflet and remained attached to the septal leaflet (slda). The tr increased to 2+ and the patient was in stable condition. No additional intervention was performed. No additional information was provided.